Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2016 during which the surgeon noted resection of portion of small bowel associated with resection of portion of mesh densely adhered to small bowel . He noted that it was densely adhered to the small bowel and required excision of the mesh over the small bowel. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted to have extensive adhesions and a fistula. A portion of the mesh was removed and the patient also underwent a bowel resection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
Date sent to the FDA: 08/15/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/08/2022.